Event description:
((B)(4)). The dentist reported that 6 months after the dental implant was installed in intraoral region #3, it was verified its non osseointegration; 20 ncm of primary stability was achieved and immediate load was not performed. Pt presented low bone quality (bone type IV).

Manufacturer narrative:
(B)(4). Instradent USA, inc., is submitting the report on behalf of (B)(4).